Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 9/4/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the plunger rod was partially advanced with the cartridge tip observed cracked and bent/damaged however the damage is consistent with damage that may have occurred during shipping to the investigation site. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected, and no viscoelastic residue was identified however the plunger rod track was damaged. The handpiece was forwarded to manufacturing site subject matter experts, and it was identified that the plunger rod track was off center. The lens was inspected under magnification and presented cut in half with a haptic detached and missing. It is unclear the mechanism behind the haptic detachment and no additional issues were observed with the lens. The edge of the lens could be observed to be similar to the edge as described in the complaint event however the edge of the lens was within specification. No further evaluation was performed. Conclusion: the complaint issue "lens damaged" and "discolored" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. This pi exceed the 40-day threshold pending product evaluation by manufacturing site. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section: a3b unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was damaged. The damage was noticed after the implantation of the lens in the patient's left eye. The edge of the optic appeared rough and whitish. Both the iol and the inserter were included. There was patient contact, but the patient was not harmed. The lens was opened but not used. There was incision enlargement as the result of implantation. The was no vitrectomy performed. Bss and ovd were used as a cartridge lubricant were fully acclimatized. From additional information it was learnt that the lens damage appeared to be a manufacturing defect. At first it was thought that the whitish defect was on the cortex and when tried to remove it, it was realized that the whitish matter was integral to the optic edge. The procedure was completed successfully using backup lens with the same model and diopter. There was no patient injury. No other information is available.